Manufacturer narrative:
On april 11, 2024, mentor received additional information regarding the patient's experience. It was reported that the patient experienced joint stiffness, however, the principal investigator's assessment determined that it was not related to the breast prosthesis. The joint pain may be related to the patient's leukemia diagnosis. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that a caucasian female patient underwent a breast augmentation with two 315cc mentor memoryshape breast implants and during the patient¿s 5th-year follow-up post-operative visit, the patient reported acute promyelocytic leukemia, which was treated with chemotherapy. It¿s unclear if this is related to the breast or study device since the principal investigator¿s assessment was not entered. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should more information become available, mentor will submit a supplemental report accordingly. This report is for the left side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).